Manufacturer narrative:
(B)(4) = washer cut off center. Additional information was requested and the following was obtained: was the device difficult to fire? It was difficult to fire and didn¿t make the usual ¿crunch¿ noise was the device difficult to open? It was a little difficult to open because of the damaged knife blade. Was the device difficult to remove from the patient? No. Did the device cut? It did cut in the places where the knife blade was not damaged if the device cut was the cut line fully circumferential around the target tissue? No. Did the device staple? Yes. If the device stapled was the staple line complete? Unsure because the damaged knife. Blade tore a hole in the bowel, this rendered the staple line ineffective. What was the appearance of the deployed staples? Unsure. Did the prolonged procedure clinically impact the patient or change the post-operative care? If yes, please explain. Another cdh circular stapler was opened to complete the anastomosis so no recovering ileostomy/colostomy was required so clinical impact on patient or change to post-op care. Photographic analysis: based on the photo evidence of the subject cdh25a, the root cause of the complication was due to firing the device over a hard object. The analysis results found that the cdh25a device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the damaged to the knife does not allowed the knife to be fully retracted into its home position. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sub total colectomy procedure, towards the end of the procedure, "ps" was contacted and asked by surgeon to attend the surgery as the stapler had misfired and surgeon wanted it looked at. Surgeon reports that when fired, it did not make the usual noise; it was a different crunching noise. Surgeon proceeded to open device and tore a hole in bowel along the staple line. Stapler was removed and a different stapler was used, to resect the staple line and damaged bowel. Then a new stapler was used to complete the anastomosis successfully. There was a two hour delay to procedure. Patient is doing fine. On inspection of the circular blade of the stapler that was initially used, it was found to have suffered significant damage and the location of the damage correlated with the hole in the bowel. The nurses and surgeon had reported to "ps" that they earlier retrieved a small metal fragment from part of the stapler, however upon "ps" investigation, the fragment was actually a clip which was placed to control bleeding during a colonoscopy one week prior by a gastroenterologist. Surgeon and ps concluded that the clip got caught on the head of the stapler during firing which caused subsequent damage to the knife blade. Metal fragment and device to be returned.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device difficult to fire? Was the device difficult to open? Was the device difficult to remove from the patient? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? If the device stapled was the staple line complete? What was the appearance of the deployed staples? Did the prolonged procedure clinically impact the patient or change the post-operative care? If yes, please explain.